Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during a device replacement procedure. It was reported that this lead appeared to be damaged by clavicular crush. It was also reported that high pacing impedance measurements were observed prior to the procedure. A new rv lead was successfully implanted. No additional adverse patient effects were reported.